Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug, unknown (10mg/ml at 1.250mg/day) via an implantable pump for spinal pain. It was reported that the pump was replaced on (B)(6) 2021 and the customer discarded the pump.  Flipped pump was reported and surgery was done to fix the flipped pump and replace it (from a 40 cc to a 20 cc pump due to weight loss). Environmental/external/patient factors that may have led to the issue included the patient lost weight after the pump replacement on (B)(6) 2020. Actions/interventions included the pump was replaced and the catheter was aspirated. The issue was resolved at the time of this report and the patient's status was "alive- no injury".  The patient's medical history was asked but unknown.